Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they are noticing difference in patient temperature (pt) from esophageal, axillary and rectal probe readings. Calling to verify arctic sun device was working correctly with input. Targeted temperature (tt) was 37c, patient temperature (pt) was 37c via esophageal 37.5c rectal and 39c axillary. Water temperature (wt) was 34.6c, water flow rate (wfr) was 0.9 l/m. Replaced esophageal probe earlier and x-ray done to confirm placement. Advised with rectal probe placement and being plugged into bedside monitor that some difference was expected. Would focus more on correlation between the two core temperatures than axillary. Checked probe to cable and cable to device connections. No alerts or alarms. Advised to keep an eye on temperatures and call back if there was a larger gap than 0.5c between esophageal and rectal. Sn (B)(6).

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Targeted temperature (tt) was 37c, patient temperature (pt) was 37c via esophageal 37.5c rectal and 39c axillary. Water temperature (wt) was 34.6c, water flow rate (wfr) was 0.9 l/m. Replaced esophageal probe earlier and xray done to confirm placement. Advised with rectal probe placement and being plugged into bedside monitor that some difference was expected. Would focus more on correlation between the two core temperatures than axillary. Checked probe to cable and cable to device connections. No alerts or alarms. Advised to keep an eye on temperatures and call back if there was a larger gap than 0.5c between esophageal and rectal. Sn (B)(6). The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Dfmea ra2800028, revision 16 was reviewed for this investigation. The reported event is addressed in step/item #s d170. This failure falls in a low residual risk region. The severity/effects of this complaint were addressed within the dfmea. Potential causes were identified and reviewed. The instructions-for-use under baw2800300 rev. 2 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: d, g. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they are noticing difference in patient temperature (pt) from esophageal, axillary and rectal probe readings. Calling to verify arctic sun device was working correctly with input. Targeted temperature (tt) was 37c, patient temperature (pt) was 37c via esophageal 37.5c rectal and 39c axillary. Water temperature (wt) was 34.6c, water flow rate (wfr) was 0.9 l/m. Replaced esophageal probe earlier and x-ray done to confirm placement. Advised with rectal probe placement and being plugged into bedside monitor that some difference was expected. Would focus more on correlation between the two core temperatures than axillary. Checked probe to cable and cable to device connections. No alerts or alarms. Advised to keep an eye on temperatures and call back if there was a larger gap than 0.5c between esophageal and rectal. Sn (B)(6).